Event description:
Event determined to be reportable based on analysis approved in 2008: it was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a catheter kink occurred. The lesion was located in the common bile duct (cbd). At an unspecified time during the procedure, the rx wallstent biliary 10mm x 60mm stent catheter kinked. Another manufacturer's stent was used to complete the procedure. No patient injures or complications were reported. The patient's status is reported as "fine". Device analysis revealed stent wire preformation of the sheath.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and stent wires had perforated through the outer sheath at 4mm proximal to the exterior marker band. It was noted that the outer sheath was retracted from the tip by 14mm, the stainless steel shaft was bent, and the inner sheath was kinked and exiting through the guide wire access port. During analysis, an attempt was made to retract the outer sheath; however, a restriction was met. The shaft was dissected and the inner sheath and stent were withdrawn. The distal stent wires were found to be damaged and the inner sheath was kinked where it had exited through the guide wire access port. No other issues were noted. A review of the manufacturing record for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause of the reported event can be attributed to operational context due to anatomical/procedural factors encountered during the procedure performance which limited device performance.